Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is not available a batch review will not be performed. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated that the patient line has a lot of air gaps in it. The hp states she has been restarting the initial drain, however, has been unsuccessful in removing the air bubbles. Product surveillance contacted the patient on (B)(6) 2010 regarding the air in line. The patient stated she did not observe any holes or leaks in the cassette or disposables. There were no defects observed. The patient discarded supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.